Event description:
Internal evaluations led to the identification of a problem with software revision 1.0 which could result in the printing of erroneous results if the customer moves samples with pending results between runs. Customers have been notified of measures to take to avoid this problem.